Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced successfully. The patient was stable and asymptomatic.